Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was not giving him insulin. The customer¿s blood glucose was 295 mg/dl and the sensor glucose was 91 mg/dl at the time of the incident. Customer received a change sensor alert after a calibration not accepted. Customer stated that, was the sensor reading wrong and the pump was not giving his insulin. Customer stated that it did bleed and he just held it down to stop the bleed and connected everything. The sensor will be returned for analysis.